Event description:
Reportable based on device analysis completed on (B)(6) 2023. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After the lesion was pre-dilated with a 2.0 maverick 2 balloon catheter, a 2.25 x 24 synergy drug eluting stent was advanced but failed to cross the lesion. The procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported and patient condition was stable. However, returned device analysis revealed shaft break. It was further reported that the shaft break occurred during the procedure.

Manufacturer narrative:
B5 describe event or problem updated.

Manufacturer narrative:
E1 initial reporter phone: (B)(6). Device evaluated by MFR. Synergy ous mr 2.25 x 24mm stent delivery system was returned for analysis. Visual, tactile and microscopic analysis were performed on the device. A visual and tactile examination of the hypotube found a multiple kinks and a break at 47cm distal to the distal end of the strain relief. No issues identified with the outer or mid-shaft sections or the inner lumen of the device. Examination of the stent found no issues. There was no sign of damage, stretching or lifting of the stent struts. Balloon cones were reviewed, and no issues were noted. Balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. No signs of movement, stent was set between the proximal and distal markerbands. Bumper tip showed no signs of distal tip damage. No other device issues were identified during returned product analysis.

Event description:
Reportable based on device analysis completed on 11aug2023. It was reported that crossing difficulties were encountered. The 75% stenosed target lesion was located in the mildly tortuous and mildly calcified left anterior descending artery. After the lesion was pre-dilated with a 2.0 maverick 2 balloon catheter, a 2.25 x 24 synergy drug eluting stent was advanced but failed to cross the lesion. The procedure was completed successfully with another of the same device. There were no patient complications nor injuries reported and patient condition was stable. However, returned device analysis revealed shaft break.